Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4) , implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4) , implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that the patient was originally scheduled for a lead revision on (B)(6) 2021 and last minute was changed to a battery replacement. Several weeks ago (exact date unknown) the patient was seen in the office and told her healthcare provider (hcp) that the stimulator was not helping her neck and shoulder pain. Per hcp, he stated that at that appointment he took an x-ray to check the lead placement. At implant the leads were both at the top of c3. The in office x-ray showed that the left lead had come down 1 1/2 electrodes (still c3) and the right lead had come down 2 1/2 electrodes to c4. When the patient arrived this morning to the surgery center, rep attempted to read her stimulator battery and could not due to the device not being charged. Rep asked the patient when she last charged and she said it had been over 1 or 2 months (patient is a poor historian). Asked if she had let her battery go empty before for periods of time and she said yes. According to our notes her ins was overdischarged on (B)(6) 2019 and did a physician recharge mode (prm) at that time. Rep informed hcp that we would need to do a prm that would take 60 minutes and that we may need to repeat another prm if the battery does not resume a normal recharge after the prm. Hcp decided to proceed with lead revision surgery and replace her ins. He said he did not feel comfortable revising the leads and not knowing if the battery would resume a normal charge since she has let her ins go empty several times before. In the operating room (or) the ins pocket was opened and the battery was replaced. Once the leads were connected to the new ins rep checked impedances and all electrodes were within normal limits. We then woke the patient up and tested the stimulation with the leads at their current position (c3 and c4), the patient reported good coverage bilaterally in her areas of pain which included her neck and shoulders. Due to having good coverage hcp decided not to revise the leads. Patient reports no falls or injuries. Patient has a history on non-compliance with charging her stimulator. The issue was resolved. The ins will be returned for analysis.

Manufacturer narrative:
H3 analysis of the ins found that the device had reached premature end of service due to three overdischarge events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.